Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient's status was unknown.